Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer was experiencing unexplained high blood glucose levels. The customer had been delivering boluses, but her blood glucose levels would not lower. The customer stated that there was something wrong with the insulin pump because she did not receive alarms. The customer further stated that the insulin pump would not vibrate or chime when it was supposed to. The customer's blood glucose was 295 mg/dl. The customer stated frequent urination and excessive thirst as symptoms of her high blood glucose levels. Troubleshooting was done. Customer only found a low reservoir alarm in the alarm history. Assisted customer with performing the high pressure test, and the insulin pump failed the test twice. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.